Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed edwards perimount magna ease 3300 surgical valve. The failure mechanism of the edwards was due to combined disease with both aortic insufficiency and aortic stenosis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).